Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported item and lot combination(s). The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an incoming inspection a stain was found on the sterile package. There was no patient involvement. It was reported that no further information is available.